Event description:
Event description cpi received information that during a routine followup, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated. Different wands, programmers were attempted. Magnet tones could not be elicited. The physician elected to explant the ICD.